Event description:
It was reported that the pump did not recognize the cassette. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens, worn uso seal, cracked battery door and a bent latch handle. The tamper seal was broken. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.